Manufacturer narrative:
The reporter's strip vial was returned for investigation. Visual inspection of the returned vial was performed, the strip vial, desiccant and vial cap were inspected. Yellow color was observed in the vial and inside the vial was dirty. The yellow color in the vial is most likely from the strip reagent being washed out due to some type of liquid introduced. There is no liquid on the production line where this can occur, therefore it was concluded that it happened outside roche control due to mishandling. The returned vial being dirty also happened outside roche control due to mishandling. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The country of origin is (B)(6). There was visible contamination in the vial of test strips used for all the patient tests. It was noted that the qc was performed from a different vial. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results, for 4 patients, with accu-chek inform ii meter serial number (B)(4). It was noted that all tests were reprocessed immediately. All of the glucose tests were performed on the same accu-chek inform ii meter, using the same strip lot, except for the first glucose verification test which was performed on a different, unknown, meter.